Event description:
Received a reading of 166mg/dl but the patient was not feeling well so patient called an ambulance. The ambulance received a reading of 33mg/dl on their meter. A review of the system was conducted over the phone. This review did not indicate that the meter had malfunctioned. The customer was asked to return the meter for further evaluation and a replacement was provided.